Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was tissue necrosis/burn following total knee arthroplasty with a stryker serfas 50s sweep probe. The patient is currently receiving conservative treatment from another doctor.